Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 4 mdrs filed for the same event/patient (reference 1825034-2016-03189 / 03191 / 1825034-2016-03195). Remains implanted.

Event description:
Patient underwent a right knee arthroscopy with lateral release and synovectomy approximately seventeen months post implantation due to pain and patellofemoral impingement. Operative reports noted lateral patellar tilting and excessive scar tissue resection. No products were explanted.